Manufacturer narrative:
PMA/510k: this report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent the implant surgery with the plate and screw. After the surgery, the patient fell and experienced a fracture. On (B)(6) 2021, the patient underwent the revision surgery replacing the plate. In the revision surgery, the surgeon had difficulty in removing the screw because the screw was stuck into the plate. The surgeon could not remove the screw from the plate, and the surgeon removed the screw and plate together with a pliers. The surgery was completed successfully with a thirty (30) minute delay. This product complaint (pc) related to (B)(4) which reports about the fracture after the surgery. This pc reports about the screw stuck in the revision surgery on (B)(6) 2021. This report involves one (1) unknown screws: trauma. This is report 1 of 2 for (B)(4).